Event description:
Per independent repair center statement, unit displaying low o2 or yellow light. The key failure was the pilot valve was not shifting. Additional malfunction was the tie wrap was leaking.